Event description:
It was reported that the customer had low blood glucose levels of 43 mg/dl. The customer reported having inadvertently changed the basal rates on the insulin pump. It was reported that the doctor of the customer confirmed that the basal rates of the customer were high and changed the basal rate accordingly. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.